Event description:
It was reported that the device lasted less than 3 years and the electrophysiologist was concerned with the longevity. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.